Event description:
Physio-control engineering is investigating device failure reports related to the adult electrode plate on the paddle assembly. It has been observed to fail in the field by separating from the plastic adapter.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.